Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. No further complications were reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The pump was returned, and analysis found a failed lab dispense test that was above specification. All previously reported method and result codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving hydromorphone 12 mg for a total dose of 8.89808 mg/day, clonidine 520 mcg for a total dose of 385.58343 mcg/day, and bupivacaine 10 mg for a total dose of 7.41507 mg/day via an implantable pump for non-malignant pain. It was reported the patient woke up at 0900 on (B)(6) 2019 and heard their pump alarming. The patient was concerned that it was a critical alarm so they called the on-call physician and was called to come to the emergency room. The logs revealed a motor stall occurred on (B)(6) 2019 at 0827 without recovery. The patient reported dizziness, numbness in the right lower extremity, and increased pain in the right lower extremity. The patient was admitted to the hospital. The pump was programmed to basal rate, intravenous (IV) pain controlled analgesia (pca) started, and catapres patch. Elective replacement indicator (eri) was 11 months. The preplacement was scheduled for (B)(6) 2019. The pump was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The event required in patient to prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was pump motor stall and the clinical diagnosis was intrathecal (it) drug withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.